Event description:
The customer reported there was an intermittent display of filament regulator error code.

Manufacturer narrative:
(B) (4). Results - error code displayed. The ge service rep performed exposure tests and kv tracking, but could not duplicate the error while attempting to recreate load as recorded in shot log files. The rus files show ext exp is enabled on this system, lessens chance of "toe-tap" faults. The system is operating as intended.